Event description:
The reporter stated that the "syringe pump being used to infuse heparin for ECMO, acts had been low since heparin drip started at 2100 in 2005. At 0400 pump alarmed with 'check clutch' alarm. Some of the heparin noted to be infused but not enough according to the total infused since 2100."